Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported that their AED screen is not working. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.